Event description:
A zenith aaa device was implanted in pt in 2004. A follow-up examination noted a proximal type I endoleak and a cuff was placed to resolve that leak. Further investigation noted that the endoleak had been caused due to graft migration and the graft continued to migrate even after the cuff was placed. In 2006, the physician explanted the migrated graft and extension and sewed in another manufacturer's graft. The surgery was successful and the pt is ok.

Manufacturer narrative:
Evaluation: the zenith aaa main body graft and iliac leg grafts were returned in a used condition. An investigation revealed that the devices had been manufactured to specifications. Inaccurate placement and or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An evaluation of this event found that the event was caused by graft migration due to possible incorrect planning and sizing.